Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed noise oversensing on the right ventricular lead. The physician elected to explant and replace lead during a generator upgrade procedure. The patient was recovering post procedure.